Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the needle became detached from the suture. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was the needle piece removed from the patient during the same procedure? Lot number? Event date? Procedure name and date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history review: null.